Event description:
A report was received that the patient had developed an infection at the midline incision and ipg pocket site. The patient was given antibiotics. The patient underwent an explant procedure. The physician does not feel that the event was device or procedure related. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm, model #: sc-3138-35, serial #: (B)(4), description: phase iii lead extension-35 cm, model #: sc-4316, lot #: 14329013, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.